Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that vitrectomy cutter in pack did not work (when set to 20,000 cuts and would only work when set to 10,000 cuts) during vitrectomy surgery. The surgery was successfully completed on same day. There was no patient impact.